Manufacturer narrative:
Medical device lot # unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Air was observed in the ex-tube. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that during collection, blood leaked from the needle tip of bd vacutainer® winged safety pbbcs and air got mixed in the ex-tube. No blood exposure to mucous membrane. No injury or medical intervention.